Event description:
Customer reportedly received results of 276 mg/dl and 134 mg/dl on within 10 minutes on the compact plus sys. No actions taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.